Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation on the skin under the front two sensors and the vibration box. The patient indicated no broken skin but stated that the irritation was starting to scab. The patient stated that their doctor advised them to stop wearing the lifevest for the time being. During a follow-up, the patient indicated that the condition of the irritation had improved since they stopped wearing the lifevest.